Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address right knee pain and loosening of the tibial component at the bone to cement interface. Depuy cement was used. X-ray showed tibial subsidence of the medial side with tibia fracture. X-ray showed tibia loosening. During surgery it was apparent that the tibia component was loose. Cement mantle was well fixed to tibial component. Femoral component was well fixed. A micro choice saw was used to remove the femur. Cement was well fixed to the component. Patella was removed with an osteotome all cement came off fixed to the patella component. A full knee revision was done using the attune revision system. The tibia had subsided prior to surgery. No instrumentation was broken during revision surgery. Doi: (B)(6) 2018; dor: (B)(6) 2020; right knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Dmf# - 13704, trade name ¿ gentamicin sulphate, active ingredient(s) ¿ gentamicin sulphate, dosage form - powder, strength ¿ 1.0g active in our cements. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.